Event description:
The handpiece heated up and a patient was burned on the cheek.

Manufacturer narrative:
The patient was prescribed 800mg ibuprofen and amoxicillin. Patient was seen two weeks later and was healing. During handpiece evaluation, it was found that the bearings were worn and gritty in the drive assembly and shaft. Low debris was present. The doctor requested that the handpiece be replaced. Replacement handpiece was sent.